Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent surgical intervention to have the lead explanted and replaced, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04817. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the lead. X-ray revealed a possible lead fracture. Surgery may occur to address the issue. It is unknown which lead is liable. Therefore, both leads are being reported.